Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system clinical use is unknown when the issue was identified. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not possible to produce x-rays and perform acquisition. Fse adjusted the voltage in the lateral tube. Fse replaced rgb mediawall. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that it was not possible to produce x-rays and perform acquisition. The device was in clinical use at the time of the event. No harm was reported. A philips field service engineer (fse) visited the site and determined the voltage in the lateral tube needed to be adjusted. After adjusting the voltage in the lateral tube, the device was returned to expected functionality.